Manufacturer narrative:
Block d4, h4: the complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. Block g3: study: u0652 double-j registry clinical study. Block h6: patient code 1994 captures the reportable event of patient pain. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h11: correction: b5

Event description:
Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure (MFR report #, MFR report # and MFR. Report #). It was reported to boston scientific corporation that a navigator access sheath and the two tria ureteral stents were used in the kidney during a stent placement procedure performed on (B)(6) 2020 as part of the u0652 double-j registry clinical study. Stent placement procedure for stone management was performed including laser lithotripsy, for stones in the left and right kidneys. The stents were successfully implanted in the left and right ureters, and the patient was prescribed alpha blocker, anticholinergic, nsaids, and phenazopyridine at discharge. No issues were noted with the devices. According to the complainant, a planned stent removal was performed on march 15, 2020. The stent was noted hanging half-way out about 1 inch. Reportedly, the stent was successfully removed via the retrieval line with no difficulty. An oral pain control was given to the patient. There were no new device implanted. On the same day, the patient experienced ureter colic of severe severity. The patient was given a toradol. The event was considered to be resolved as of (B)(6), 2020. In the physicians assessment, the relationship between the procedure and the event is unlikely related, there is no relationship between the adverse event and the bsc guidewire, the stent implant procedure, and the stent removal procedure, a 'probable' relationship between the adverse event and the access sheath. The customer noted that the ureter colic is due to the sheath and the scope used during the procedure. **correction** note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure (MFR report # 3005099803-2020-01690, MFR report # 3005099803-2020-01691 and MFR. Report # 3005099803-2020-01675). According to the complainant, on (B)(6), 2020 both tria ureteral stents were removed as planned at home via the retrieval line. The retrieval line was noticed when the patient was using the bathroom so the patient removed the tria ureteral stent. On the same day, (B)(6), 2020, the patient experienced ureter colic.

Event description:
Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure (MFR report #, MFR report # and MFR. Report #). It was reported to boston scientific corporation that a navigator access sheath and the two tria ureteral stents were used in the kidney during a stent placement procedure performed on (B)(6) 2020 as part of the u0652 double-j registry clinical study. Stent placement procedure for stone management was performed including laser lithotripsy, for stones in the left and right kidneys. The stents were successfully implanted in the left and right ureters, and the patient was prescribed alpha blocker, anticholinergic, nsaids, and phenazopyridine at discharge. No issues were noted with the devices. According to the complainant, a planned stent removal was performed on (B)(6) 2020. The stent was noted hanging half-way out about 1 inch. Reportedly, the stent was successfully removed via the retrieval line with no difficulty. An oral pain control was given to the patient. There were no new device implanted. On the same day, the patient experienced ureter colic of severe severity. The patient was given a toradol. The event was considered to be resolved as of (B)(6) 2020. In the physicians assessment, the relationship between the procedure and the event is unlikely related, there is no relationship between the adverse event and the bsc guidewire, the stent implant procedure, and the stent removal procedure, a 'probable' relationship between the adverse event and the access sheath. The customer noted that the ureter colic is due to the sheath and the scope used during the procedure. Correction. Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure (MFR report # 3005099803-2020-01690, MFR report # 3005099803-2020-01691 and MFR. Report # 3005099803-2020-01675). According to the complainant, on march 15, 2020 both tria ureteral stents were removed as planned at home via the retrieval line. The retrieval line was noticed when the patient was using the bathroom so the patient removed the tria ureteral stent. On the same day, (B)(6) 2020, the patient experienced ureter colic. Additional information received on september 7, 2022. In the medical review assessment, the adverse event ureter colic is not related to the study of the device events and is related to ureteral access sheath. This does not alter the initial medical review comment. The adjudication results from imr as entered into argus are noted. It was noted that the two device deficiencies reported as "stent was hanging half way out-about 1 inch- so I pulled it the rest of the way out" could, per bsc assessment, result in an sae if the subject had needed to have the stent replaced and required anesthesia or IV sedation.

Manufacturer narrative:
Block a4: patient's weight is 76.6 kg. Block h2: block b5 (describe event or problem) has been updated based on the additional information received on september 7, 2022. Block d4, h4: the complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. Block g3: study: u0652 double-j registry clinical study. Block h6: patient code 1994 captures the reportable event of patient pain. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h11: correction: block a4, h6 (impact codes, component codes, evaluation method codes, evaluation result codes and evaluation conclusion codes) and h10 (additional MFR narrative).

Manufacturer narrative:
The complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. Report source: (B)(6) clinical study. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure. It was reported to boston scientific corporation that a navigator access sheath and the two tria ureteral stents were used in the kidney during a stent placement procedure performed on (B)(6) 2020 as part of the (B)(6) clinical study. Stent placement procedure for stone management was performed including laser lithotripsy, for stones in the left and right kidneys. The stents were successfully implanted in the left and right ureters, and the patient was prescribed alpha blocker, anticholinergic, nsaids, and phenazopyridine at discharge. No issues were noted with the devices. According to the complainant, a planned stent removal was performed on (B)(6) 2020. The stent was noted hanging half-way out about 1 inch. Reportedly, the stent was successfully removed via the retrieval line with no difficulty. An oral pain control was given to the patient. There were no new device implanted. On the same day, the patient experienced ureter colic of severe severity. The patient was given a toradol. The event was considered to be resolved as of (B)(6) 2020. In the physicians assessment, the relationship between the procedure and the event is unlikely related, there is no relationship between the adverse event and the bsc guidewire, the stent implant procedure, and the stent removal procedure, a probable relationship between the adverse event and the access sheath. The customer noted that the ureter colic is due to the sheath and the scope used during the procedure.